Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A customer reported an expired product was implanted. Surgery date was (B)(6) 2021 and product expiration date is may 31, 2021. No adverse reaction was reported; however, the product was removed on (B)(6) 2021. The product was used to treat an amputation site due to car accident trauma.

Event description:
N/a.

Manufacturer narrative:
The integra meshed bilayer wound matrix was not returned for evaluation (remains implanted), therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. All batch records and in process and finished goods testing results are reviewed prior to release by document control as part of integra¿s quality system. It was confirmed that the batch record labeled the product¿s expiration date correctly. The root cause of this complaint could not be definitively determined. The product could not be returned for failure analysis as it was implanted in the patient. The product was shipped on 21aug2020, approximately 10 months prior to the product expiration date of 31may2021 therefore, the likely cause that led to the expired product being used on the patient occurred after the product had left integra¿s chain of custody.